Event description:
It was reported that during aveir leadless pacemaker (lp) implant procedure, the lp slipped from the protective sleeve and the lp helix was observed to be elongate. The procedure was completed using an alternate lp on (B)(6) 2026. The patient was stable.